Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock at implant and was revised that same day due to dislodgement and the pocket was reopened. The lead provided another inappropriate shock approximately two weeks later due to atrial fibrillation (af) oversensing associated with lead dislodgement. The health care professional (hcp) determined that they would wait four weeks before revising the lead again to prevent infection. At this time, this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock at implant and was revised that same day due to dislodgement and the pocket was reopened. The lead provided another inappropriate shock approximately two weeks later due to atrial fibrillation (af) oversensing associated with lead dislodgement. The health care professional (hcp) determined that they would wait four weeks before revising the lead again to prevent infection. At this time, this lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this rv lead was explanted and replaced. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.